Event description:
The event is reported as: the customer reported "the stapler does not fix well the clips on the skin." No pt injury reported. Pt's current condition listed as fine.

Manufacturer narrative:
No sample available for investigation.